Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an incision wound that would not close. The physician considered that it is safer to put in a product that does not require a moving part. The ipp was explanted and replaced with a different device. There were no additional patient complications.